Manufacturer narrative:
In response to FDA report number mw5088838. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to pain. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency (mw5088838) "severe pain in breast making it hard to breath, laugh, cough, etc." Hospitalization and treatment with pain medication occurred. Healthcare professional additionally reported removal due to "recall." Device has been explanted. This record is for the left side.